Manufacturer narrative:
Correction: g3 for the previous emdr: 1/16/2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
Device evaluation: the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: observed, deformation on the device.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
Phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Photo analysis: visual analysis of the photographs identified: capsular contracture unable to observe, as it is a medical event that is not related to the device. No additional observations: no further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted and replaced with non allergan.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/21/2023.